Event description:
On 9/21/98 following a diagnostic procedure, an angio-seal device was placed in a pt's right groin. Two hrs following the deployment and while the pt was ambulating, the pt complained of pain in his hip. Buttocks and thigh. He was discharged, but returned to the emergency room later that night where an occluded right removal artery was identified. The pt was taken to surgery on 9/22/98 and then discharged home on 9/23/98. As of 10/20/98 there has been no further report to the MFR of complication or pt sequelae.